Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but could not reproduce the false upstream occlusion alarm. The eval found the fluid numbers to be within spec. The upstream sensor was replaced and recalibrated to ensure proper occlusion detection.

Event description:
During baxter's functionality testing, it was found that a spectrum pump had false upstream occlusion alarms. There was no pt involvement.